Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that that a leak appeared to be occurring at the connection of syringe tubing set and another extension set, after it was set up for patient transport to MRI. It was then decided to order new drips from the pharmacy and replace the entire setup with a different tubing. The clinician stated that it was possible that the patient did not get the full dose of the drips as the patient was fussier than normal although the vital signs were stable. Although requested, additional information was not provided.